Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # brand name, # version or model #. - brand name - previous brand name: servo-s, - corrected brand name: servo-s base unit - version or model # - previous version or model #: servo-s, - corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Identification of issue has been done by analyzing problem description, service report and device¿s logs. Further investigation revealed that technical error code indicating an open safety valve was found in logs. Moreover, flow transducer test failed during pre-use check according to provided log files. The o2 gas module was replaced to resolve the problem. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. Moreover, the occurrence of technical error code indicating an open safety valve may lead to stop of ventilation. There was no patient harm. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).